Manufacturer narrative:
Manufacturing site provided the manufacturing date: july 2014. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, device history record and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation an operational problem was found. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore, amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Device manufacturing requested but not available at the time of this report. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that while laser was firing, there was suction loss. They reported there was no patient injury. This report is 3 of 3.